Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/13/2019. Investigation summary: we received one suture strand and needle in a separated condition. Returned needle sample was visually inspected upon visual inspection it has been observed that sutured received in partially disintegrated condition. Returned needle was inspected under magnification and found satisfactory. Complaint sample foil was not returned for investigation. Five retain samples of the needles were retrieved for analysis. The needle retain samples were visually inspected for physical appearance and were found satisfactory. No defects were observed in the retain sample. These retained samples were tested for % stiffness & ductility and found to meet specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed and no deviation was observed. Needle analytical report was reviewed for stiffness & ductility value at release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the needle & suture quality and processing of this incident lot.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The following information was requested, but unavailable: what was the name of the procedure? Did a piece of the needle fall into the patient? If yes, was the needle piece removed, and how? Were x-rays taken to locate the needle piece(s)? Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Was there any additional tissue damage as a result of searching for the needle piece? What was the size of the needle used? What was the size of the needle that broke off into the patient? Was more than half the needle retained in the patient? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and a suture was used. During surgery, the suture the needle broke while bits. The suture had been utilized for closing fascia. There were no adverse patient consequences reported. No additional information was provided.